Event description:
The customer reported that the system exhibited an error message. Further information was received from the fse indicating that the system locked up as a result of the error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fse evaluated system connectivity and reseated the power and internal cable connections. The system was tested and found to be working as intended and returned into service.